Event description:
Additional information received reported that the patient still had concerns with the device or therapy, but she was working with the physician or manufacturing representative. A new lead would be put in. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the revision was completed and the coverage was normal once again. The lead appeared to have pulled backwards and coiled in front of the anchor before it dove into the fascia. If additional information is received, a supplemental will be sent.

Event description:
Additional information received reported that the patient was going to be revised on (B)(6) 2015.

Event description:
It was reported that the patient experienced a loss of therapeutic effect, no stimulation sensation and a shocking or jolting sensation. The patient noticed that she was not feeling stimulation since about (B)(6) 2015. The patient recharged fine about 8 or 9 days prior to the report, but the stimulation only lasted a couple of days. A communication problem occurred. On (B)(6) 2015, while trying to put her boot on, the patient heard a pop and then felt a shocking sensation in her ankle. After this, the patient had been unable to recharge and had been getting the reposition antenna screen. The patient tried for hours to reposition the antenna, but nothing worked. The patient tried the programmer and saw the ¿recharge your implant screen.¿ the patient went to the hospital after feeling the shocking sensation about (B)(6) 2015, because she thought it was her rsd. It was noted that they ¿really didn¿t do anything.¿ interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).